Event description:
Tbm called to report that the right rear frame is broken, there is an insert that goes into the frame where the back cane attaches. It has sheared off causing damage to both the frame and the back cane.